Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device¿s jaw locked on the tissue. Cautery was used to remove the tissue that was locked. Another device was used to complete the surgery. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.